Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Blood glucose (bg) level was 280-300 mg/dl. Tandem technical support reviewed pump data and could not identify an alarm or malfunction at the time of event. Reportedly, the customer continued to use the pump for insulin therapy.